Event description:
It was reported that the patient had a blood infection that had been on-going for about a month. The reporter stated that the patient had had the system for ¿a long time¿ and did not believe that the system was the source of the infection. The reporter however inquired if the system should be removed in order to get rid of the infection. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, serial# (B)(4), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Correction: patient and device information has been updated accordingly.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2013-02813. Additional information received clarified that the correct manufacturing site was (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that they last saw the patient at the end of (B)(6) 2013. A routine urine culture was taken and was found to be normal with no signs of infection. The hcp was unaware of any other infections with the patient and had no information regarding the initial report of a "blood infection". It was noted that the patient had no complaints or concerns at the (B)(6) clinic visit. It was reported that the therapy was working well for the patient. If additional information is received, a follow up report will be sent.